Event description:
It was reported by the facility contact, who states that the quick coupling is breaking the wires while driving. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history records report the manufacturing documents were reviewed and no complaint related issues were found. According to the additional evaluation the reporter complaint that the unit is breaking the wires while running could not be confirmed. The device was tested and the complaint was not duplicated. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.